Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in clinic for follow up, myopotential inhibition was observed on the device. Patient has prior syncope episodes due to device issue. Upon review, high frequency noise inhibiting pacing was observed. Noise was reproducible in clinic. Programming changes were made and noise was no longer reproducible. Patient was stable prior, during and post device interrogation and will be monitored with routine follow up.